Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that the bd ultra-fine¿ insulin syringe barrel was broken in the packaging. The following information was provided by the initial reporter, translated from chinese: "at 8:00 on (B)(6) 2023, the anorectal surgery nurse used an insulin syringe to inject insulin. After unpacking, she found that the syringe barrel was broken, and immediately replaced the syringe."